Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 377745, lot # v001850, implanted: (B)(6) 2006, product type lead; product ID 377745, lot # v002255, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that the leads migrated. The rep later reported that the revision was postponed. The rep believed the leads had open electrodes and they migrated. The rep did not know the cause or have seen or spoke to the patient.